Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for battery out limit alarm due to no button response. Used a test keypad, the insulin pump responded properly to button presses. No frozen screen noted and the time advanced. The insulin pump had a scratched display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.